Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated intermittent co2 results that were either elevated or suppressed low. Customer did not provide any patient data. Customer reported that the dxc 800 occasionally generated high/elevated suppressed results or ¿less than 5" results being suppressed. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported the samples were repeated on an alternate analyzer. The results generated by the alternative analyzer were reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that calibration would remediate the problem, but the problem would return intermittently. Bec field service engineer (fse) evaluated the instrument and performed ion selective electrode (ise) health check testing. The test indicated the dxc 800 passed specifications.

Manufacturer narrative:
Bec investigation indicates the dxc 800 instrument operated within specification. The analytical range for co2 is 5.0 - 50.0 mmol/l when used in conjunction with the dxc800. The dxc 800 was not designed to provide results below 5 mmol/l. The instrument was designed to suppress results below 5 mmol/l. The chemistry information sheet for the co2 reagent indicated that for the co2 analytes, results that were suppressed high should be diluted and analyzed. "Samples with concentrations exceeding the high end of the analytical range should be diluted with deionized water and reanalyzed." The information provided by the customer indicated the dxc 800 operated according to specifications. Bec identifier for this complaint is (B)(4).